Event description:
The customer reported that the system kept crashing and the screen was going white. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor board was diagnosed as being defective and a replacement part was ordered. No further repair information is available at this time.